Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 6-may-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device found evidence of taper corrosion. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: d9 corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: corrected: g1 (physical manufacturer).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on an unknown date. It was reported that the removal surgery was performed on (B)(6) 2020 by removing the stem (p/n: 134522000) and the head (p/n: 152190051) due to armd. No further information is available.